Manufacturer narrative:
Product analysis: it was determined at analysis that the ventricular patient connectors were broken. It was noted that the firmware required an update. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.